Manufacturer narrative:
It was reported that when the hinge is locked at zero degrees it allegedly unlocks with little flexion force after a short time. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that when the hinge is locked at zero degrees it allegedly unlocks with little flexion force after a short time. No injury reported.